Event description:
Attorney alleged pain and permanent due to a defective mesh. Based on a review of medical records provided by the pt's attorney: on (B)(6) 2004 - exploratory laparotomy, incisional hernia repair with composix kugel mesh. On (B)(6) 2007 - laparoscopic nissen fundoplication, hiatal hernia repair with non-bard mesh, dissection of composix kugel mesh and recurrent hernia repair with non-bard mesh. The operative report does not indicate that the composix kugel as explanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. It was reported that the pt developed a hernia recurrence more than three yrs after implant of the composix kugel mesh. While there is no indicating that a device failure contributed to the reported recurrence, it is listed as a potential adverse reaction in the product's instructions for use. A mfg review was performed and did not find any discrepancies. It does not appear that a device failure occurred; however, we are unable to conclusively determine if the mesh may have caused or contributed to the reported event based on the info provided. If add'l info is provided, a supplemental MDR will be submitted.